Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook rev. C are currently available. The IFU lists potential adverse events, including infection (localized, driveline, pump pocket or pseudo pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, the patient was admitted for the major infection. A CT was performed and diagnosed the patient with a brain tumor. The location of the infection was a brain abscess and infectious cerebral artery aneurysm. It was noted that the -d-glucan was elevated, but the blood culture was negative. The patient received antifungal drug therapy only and the cause was thought to be complexities of medical management. Another CT was performed on (B)(6) 2023 which showed the brain abscess had shrunk and a reduction in the size of lesion, and the aneurysm had been obscured. They were discharged on (B)(6) 2023 while continuing oral fungal medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed a major infection. On (B)(6) 2023, the patient was admitted for the infection. The location of the infection was a brain abscess and infectious cerebral artery aneurysm. The patient received drug therapy only and the cause was thought to be complexities of medical management. The patient's computed topography (CT) was re-examined and a reduction in the size of lesion was confirmed. They were discharged on (B)(6) 2023.

Event description:
It was reported that on (B)(6) 2022, the patient was urgently hospitalized for treatment of an aneurysm diagnosed by computed topography (CT) and blood culture was positive for candida albicans. Then on (B)(6) 2023, the patient was admitted for the major infection. A CT was performed and diagnosed the patient with a brain tumor. It was noted that the d-glucan was elevated, but the blood culture was negative. The patient received antifungal drug therapy only. Another CT was performed on (B)(6) 2023 which showed the brain abscess had shrunk and a reduction in the size of lesion, and the aneurysm had been obscured. They were to continue oral fungal medication after discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.